Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the dialysis because there was some air in the circuit. This caused some alarms. The problem was noticed in an early stage. The catheter had a small leak. Catheter was clamped, to make sure no air could pass, after which catheter was removed and replaced."

Manufacturer narrative:
(B)(4). The reported issue of leakage was confirmed upon investigation of the returned sample. One unit of catheter was returned for evaluation. A small, clean cut was observed on the shaft of the catheter, just distal to the compression cap. The clean cut is indicative of damage caused by the use of a sharp tool (e.g., a blade). Leakage was noted at this junction. A device history record review could not be performed, as a lot number was not reported. Additional information indicated that scissors were used during the removal of the dressing. This likely caused the defect during handling prior to dialysis. The IFU states the following precaution: - do not use sharp instruments near extension lines or catheter. Based on information, the most likely root cause of the issue is unintended use error.

Event description:
It was reported that: "during the dialysis because there was some air in the circuit. This caused some alarms. The problem was noticed in an early stage. The catheter had a small leak. Catheter was clamped, to make sure no air could pass, after which catheter was removed and replaced."